Event description:
Baxter sales representative left a voice message for corporate product surveillance (B)(6) 2010 to relay customer report received on the same day for a clearlink extension set that was leaking from under the hub that connects to the patient. The customer stated that all connections were secure. Leaking was noticed not more than a few hours after setup. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are not available as they have been discarded. No additional information was provided.

Manufacturer narrative:
The actual sample has been discarded by the customer; therefore, an evaluation will not be performed. Lot number is unknown; therefore, a batch review cannot be performed. Should additional information become available a follow up medwatch will be submitted. (B)(4)